Event description:
It was reported that the device had keypad channel off failure. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of keypad - channel off failure was not confirmed. On 16-may-2025, lvp was received unboxed and with paperwork. Lvp passed asm keypad test. Internal inspection found no damage to the display flex cable. Root cause: no fault found. Unit will be re-tested by bd san diego repair center, then routed through their normal processes. Failure investigation report attached in salesforce. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had keypad channel off failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.